Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes are performed resolving the occlusions. Reportedly, the customer uses apidra insulin within their cartridge. Tandem technical support informed the customer that using apidra insulin was contraindicated for use with the pump. Blood glucose level was 350 mg/dl.